Manufacturer narrative:
Device passed displacement test and self test. The audio tones/beeps functioned properly. No unexpected pump error 63 alarm found during testing or in the device history file.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly. Customer¿s blood glucose level were 60 mg/dl, 70 mg/dl and 385 mg/dl. Troubleshooting was performed. Customer stated that the insulin pump did not gave sound or beep sound when it was alarming. Customer reported that they did not hear beeps when audio volume settings were saved. Customer was advised to place insulin pump in storage mode. The customer was also advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.